Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed power system error, power failure detected, and motor power supply voltage error detected. Customer's blood glucose was unknown. Troubleshooting was performed and customer was able to clear the alarms however, the device continued to alarm failed battery. Customer had to buy a new battery and was advised to call back to continue troubleshooting. Customer called back and stated he lost connectivity to the sensor and the meter. Customer was advised to ensure both features were turned on the device. Also if alarm continues to call back to ensure the device gets replaced. The device is not returned for analysis.